Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient was slightly injured and expected to make a full recovery during a trans-oral robotic surgery (tors) case. The procedure used the mouth gag mcl206 moriniere (mcl206), a set that involves the tongue depressor mcl206a5 35x65mm (mcl206a5), the instrument used in the case. The patient's tongue sustained lacerations caused by the edges of the oropharyngeal blade during positioning using the blade. It was reported that the patient's tongue was swollen; "there was definitely more damage than a simple lip cut. The blade has gone through the tongue mucosa, causing two deep cuts on each side of the tongue with consequent tongue swelling postoperatively. This is not expected to be a lasting complication." The surgery was completed with an alternative system." It was further clarified that the "lacerations caused by compression of the blade on the tongue may have been due to difficult access for this patient with a thicker neck. The upper dental guard piece was not a good fit for the teeth, which could have caused angulation of the blade. Added around 10 minutes to the procedure to swap from the moriniere system to the fk system." There was a patient injury and a 10-minute increase in surgical time.